Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported a power on reset (por) condition. The patient saw this message 2 weeks ago. The patient was not being able to adjust stimulation. The ¿call your doctor¿ icon was displayed. The patient was assisted to successfully clear the informational por and the issue was resolved. There were no patient symptoms reported.